Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the pacemaker recorded multiple episodes on both the atrial and ventricular channels. No changes or intervention were reported; the pacemaker will continue to be monitored. The patient was in stable condition.